Manufacturer narrative:
Per the IFU - "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do no use."

Event description:
It was reported that the distal tip of the cannulated reamer tip broke off. Patient outcome: no adverse effect reported as a result of this event.